Event description:
Dad was hospitalized early 2007, while in hospital medical center, his heart stopped. His defibrillator didn't work. Months before this he had received a shock while sleeping, which woke him up. His serial number of leads implanted was one digit off the ones that were recalled. I believe that the study conducted should include all serial numbers. He had the same symptoms of those defibrillators that were recalled. His device was implanted in 2004. Daughter.